Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 (mg/dl). The customer stated the low bg was due to a healthcare provider (hcp) appointment taking longer than expected and the customer eating a delayed lunch. The customer consumed candy and a power bar to address bg level. A recommendation was made for the customer to discuss low bg levels with their hcp.